Manufacturer narrative:
H.6. Investigation: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. This approach involves review of manufacturing batch history records for batch number 0213905 testing of retention samples of batch number 0213905, and testing of customer returned samples if applicable. The investigation did not find a root cause for the false positive results that were observed. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA#(B)(6) is already initiated to investigate the root cause and some mitigation actions are already being addressed h3 other text : see h.10.

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay two (2) false positive results were obtained. Repeat tests were performed using a pcr test method and the results were negative. The customer stated the testing was performed for employee screening with no known exposure. The employees were sent home to self-quarantine. This incident triggered further testing of all residents. There was no report of patient impact. (B)(4).

Manufacturer narrative:
Eua #: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd rapid detection of sars-cov-2 veritor assay two (2) false positive results were obtained. Repeat tests were performed using a pcr test method and the results were negative. The customer stated the testing was performed for employee screening with no known exposure. The employees were sent home to self-quarantine. This incident triggered further testing of all residents. There was no report of patient impact. (B)(4).